Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up. Upon further inspection, it was confirmed that shorted out the ups that blew out a fuse in the ups and a fuse in the m-cabinet. Fse replaced the fuse in the ups as well as in the m-cabinet. After replacing the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the suite-pc. The device was returned to expected functionality.